Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported, 82 y/o male presenting with bleeding and swelling from the right groin region. Patient had a tavr procedure 9 months ago. Of note, vascular closure device was used when the patient underwent tavr. The patient tolerated the procedure well and no immediate post-procedure complications were reported. An ultrasound of the lesion was performed which showed a 6.1cm right common femoral artery (rcfa) pseudoaneurysm. Runoff computed tomography angiography revealed a bilobed 5.1.cm rcfa superior aneurysm with surrounding inflammatory fat stranding concerning for a secondary infection of pseudoaneurysm. The patient was started on IV antibiotics. Serial exams noted lesion to be enlarging with worsened surrounding necrosis and the patient was taken emergently for open repair of the rcfa pseudoaneurysm. Prothrombin complex concentrate was given before the procedure. Two days later, the patient was taken to or for sartorius myoplasty. Wound cultures from the initial operation grew pseudomonas aeruginosa for which antibiotics were changed three times per day for six weeks.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, approximately three years earlier, patient had a tavr procedure, utilizing an 18f manta closure device for closure in the right common femoral artery (rcfa). Access was gained with ultrasound guidance and micropuncture. The patient tolerated the procedure well without complication. Follow up angiogram revealed good manta positioning without stenosis or extravasation. Nine months post procedure, the patient presented with bleeding and swelling in the right groin region. An ultrasound was performed which revealed a 6.1cm rcfa pseudoaneurysm. A cta runoff indicated a bilobed 5.1cm rcfa superior aneurysm with surrounding inflammatory fat stranding concerning for a secondary infection of pseudoaneurysm. IV antibiotics were administered. The lesion continued to enlarge and worsened with surrounding necrosis. The patient was given blood clotting agents and was emergently transferred to the or for surgical repair of the pseudoaneurysm. Two days post-surgical repair, the patient was transferred to the or for sartorius myoplasty. Wound cultures taken from the initial operation grew pseudomonas aeruginosa; for which antibiotics were changed and administered three times a day for six weeks. The potential root cause of pseudoaneurysm and infection occurring at the lesion, unable to heal properly, could possibly be from the patient might have an allergic reaction to the nickel or other metals in the radiopaque lock, or potentially the physician did not cut the suture below skin level, or potential contamination to device during opening of the device. However, due to insufficient information submitted regarding the exact timeline of events that were reported, patient medical conditions and history, deployment procedures, follow-up procedures performed, positioning of manta during follow-up procedures, if manta was explanted, and no angiograms and/or device return for investigative purposes, the root cause remains undeterminable. The IFU lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include edema, inflammatory response, late arterial bleeding, and infection at the puncture site which may require antibiotics or extended hospitalization. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events related to the deployment of vascular closure devices.